Manufacturer narrative:
B3: the event occurred on an unreported date in apr2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fungal infection. The specific location was not reported. The cause of the event was reported as due to improper diet. It was not reported if the patient was hospitalized for the event. The patient was treated with "a hanging needle" for the event. Pd therapy was continued during the treatment. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.